Event description:
It was reported the driver has intermittent cutter motor operation. The probe was fired into the patient's breast and it was discovered the motor would not spin up. The case was aborted. The case was completed in 2001 with no additional patient consequence.